Event description:
The customer contact reported a separation. The tubing set was connected to the upper clave y-site port of a primary tubing set and was being used for a piggyback delivery of a unspecified chemotherapeutic agent. After the delivery was complete, the nurse reported having difficulty disconnecting the tubing set from the clave port of the primary tubing set. It was reported that during the disconnection, the tubing separated from option-lok male adapter and a leak of solution was noted. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects. No medical interventions were required. Through requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the rptr upon query by hospira personnel. (B) (4).